Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood visible in the loosely folded balloon and inflation lumen, consistent with a rupture while inflated in the patient anatomy. There was no crack noted to the catheter as reported. A new indeflator, filled with water was used in an attempt to pressurize the balloon to the rated burst pressure (rbp), when it was observed that fluid was coming out of a pinhole in the balloon above the distal balloon marker. There were no scratches found. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy (sem) analysis determined the balloon failure may possibly be attributed to mechanical damage to the outer surface. The leak was located over the distal marker along a fold crease. It was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. The patient anatomical information was not reported with the case information which may have aided in the investigation and determination of cause. An attempt was made to obtain clarification from the account as to the circumstances of the procedure as the returned device analysis does not coincide with the reported information; however no further information was available. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures or cracks for this lot. In this case, with the limited information available, a conclusive cause for the noted balloon rupture could not be determined; however, there is no indication of a product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the trek balloon catheter was noted to be cracked prior to entering the patient. There were no adverse patient effects. No additional information was provided.